Manufacturer narrative:
As reported, the 6f/7f mynxgrip vascular closure device (vcd) was prepared and used according to the instructions for use (IFU), but proper hemostasis was not achieved after the device was removed from the patient¿s body. The sealant was not stuck to device components. There was no reported injury to the patient. The deployer is mynx certified. There was no damage to the device prior to opening the package. The device was stored according to the IFU, and the storage temperature did not exceed 25°c. The mynx vcd was prepped according to the IFU without any difficulties. No anomalies were noted prior to use. A 6f non-cordis sheath was used for arterial access. The vessel diameter was verified to be greater than or equal to 5 mm, and the angle of access was between 30 and 45 degrees. The vessel tortuosity was minimal, and there was no presence of peripheral vascular disease (pvd) or calcium near the puncture site, nor was there any scar tissue. Fingertip compression was maintained on the skin during device removal. Bleeding was noted immediately after sealant deployment and device removal. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged with the black handle and the stopcock was in the open position. The procedural syringe was returned with the device, but the used sheath was not included. The sealant and the advancer tube were still mounted on the device; however, they were not in their manufactured positions due to a deployment attempt. During this analysis, no damage or abnormal condition was observed, although blood exposure was noted on the distally displaced sealant. A dimensional analysis was executed, measuring with a ruler the distance between the inflated balloon and the shuttle tube. It was observed that the distance was as expected per the device design. The simulated deployment test could not be executed to ensure the functionality of the returned device as the advancer tube and sealant were no longer in their manufactured positions. Nevertheless, the advancer tube was distally advanced to confirm that adequate complete removal was possible. During this analysis, no impediment or unexpected condition was observed on the returned unit. Additionally, a functional inflation/deflation analysis was performed. No malfunction related to the balloon¿s inflation/deflation mechanism was observed. The reported event of ¿sealant-failure to achieve hemostasis¿ was not confirmed through analysis of the returned device as the sealant was not deployed into the patient and remained on the catheter; therefore, the sealant was not in place to achieve hemostasis. However, the device was returned in a condition that suggests a sealant dislodgement event may have occurred instead. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the received condition of the sealant remaining on the catheter and the subsequent hemostasis failure reported, especially since there were no anomalies noted to the device. However, as the advancer tube was still on the catheter, indicating that an incomplete removal of the device occurred, the issue may have been attributed to incorrectly following the IFU. Per the mynxgrip IFU, which is not intended as a mitigation, step 3: remove device instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported incident. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the mynx grip vascular closure device (vcd) was prepared and used according to the instructions for use (IFU), but proper hemostasis was not achieved after the device was removed from the patient's body. The sealant was not stuck to device components. There was no reported injury to the patient. The deployer is mynx certified. There was no damage to the device prior to opening the package. The device was stored according to the instructions for use (IFU). The device storage temperature did not exceed 25°c. The mynx vcd was prepped according to IFU instructions without any difficulties. No anomalies were noted prior to use. A 6f non-cordis sheath was used for arterial access. The vessel diameter was verified to be greater than or equal to 5 mm, and the angle of access was between 30 and 45 degrees. The vessel tortuosity was minimal, and there was no presence of peripheral vascular disease (pvd) or calcium near the puncture site, nor was there any scar tissue. Fingertip compression was maintained on the skin during device removal. Bleeding was noted immediately after sealant deployment and device removal. The device will be returned for analysis.

Event description:
As reported, the mynx grip vascular closure device (vcd) was prepared and used according to the instructions for use (IFU), but proper hemostasis was not achieved after the device was removed from the patient's body. The sealant was not stuck to device components. There was no reported injury to the patient. The deployer is mynx certified. There was no damage to the device prior to opening the package. The device was stored according to the instructions for use (IFU). The device storage temperature did not exceed 25°c. The mynx vcd was prepped according to IFU instructions without any difficulties. No anomalies were noted prior to use. A 6f non-cordis sheath was used for arterial access. The vessel diameter was verified to be greater than or equal to 5 mm, and the angle of access was between 30 and 45 degrees. The vessel tortuosity was minimal, and there was no presence of peripheral vascular disease (pvd) or calcium near the puncture site, nor was there any scar tissue. Fingertip compression was maintained on the skin during device removal. Bleeding was noted immediately after sealant deployment and device removal. The device will be returned for analysis.

Manufacturer narrative:
E1 phone #:(B)(6). This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.